Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated over-sensing due to emi (electromagnetic interference)/noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead alert triggered, non-sustained ventricular tachycardia displayed due to noise and over-sensing, and the episodes "looked like" external interference. The patient was asked to return to the hospital if the alarm was again heard. The patient was reminded of the actions to take and places to establish the cause of the possible interference. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.